Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ slip tip syringes had particles of foreign matter in the barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 photo was received for investigation and observed 5 syringe products. 2 images of the syringe product observed particle on barrel. 1 image of the syringe product observed no particle on barrel. No samples were returned to determine the type of fm on syringe barrel. Hence the complaint could not be confirmed and root cause could not be determined. If samples are received in the future the complaint will be re-open and re-investigated. Syringe DHR batch # 7206265: no abnormality was found during production. No similar defect found during qa outgoing inspection. No quality notification was raised for similar non-conformance for the last 12 months. Root cause could not be determined as no samples returned to determine the type of fm on syringe barrel.

Event description:
It was reported that bd¿ slip tip syringes had particles of foreign matter in the barrel. There was no report of exposure, serious injury or medical intervention.